Event description:
It was reported that during balloon inflation of the catheter amphirion deep using an inflation device, the balloon had inflation difficulties at 4 atm and then burst with a longitudinal rupture at 4 atm on the first inflation. The device had been prepped per the instructions for use with no issues identified, and no damage to the packaging or issues removing the device from the hoop/tray were noted. Embolic protection was not used, the device did not pass through a previously deployed stent, and no resistance, excessive force, or advancement issues were reported. All balloon fragments were retrieved. The device was replaced, and the procedure was completed using another balloon of the same size and from the same batch. There was no patient involved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.